Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina. During a staged procedure, one resolute onyx was implanted into the rca. Dissection was observed in the rca. It was stated that the dissection was not caused by a medtronic device. The dissection was treated with one resolute onyx stent in the rca. Two more resolute onyx stents were implanted into the rca. The investigator and safety assessed the event as probably related to the index device and not related to anti-platelet medication. The patient recovered.